Event description:
On (B)(4) 2012 it was reported by the physician's assistant that the patient was initially implanted on (B)(6) 2012 and had her generator replaced on (B)(6) 2012 due to high impedance. The implant card was received which stated that the replacement was due to the "generator not working". The lead impedance was marked as "ok". It is unknown what caused the high impedance or how the high impedance was observed. Attempts for additional information are in progress. No additional information has been provided.

Event description:
A programming history review was performed which found that high impedance was observed in system diagnostics performed on (B)(6) 2012; however, system diagnostics on the date of implant, (B)(6) 2012, were within normal limits. Based on this information, it is possible there was a lead pin insertion issue into the generator which caused the high impedance; however, this could not be confirmed. The explanted facility does not return devices to the manufacturer. The device is discarded within 30 days of surgery.

Event description:
A search of the interntal databases found the generator product information. No programming or diagnostic history is available. Attempts for additional information were made; however, they were unsuccessful. No additional information has been provided.